Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement. This lead remains in service. No adverse patient effects were reported.